Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (not filling the cannula correctly).

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a prime issue. The reporter stated that the patient had a blood glucose (bg) of 508mg/dl with polyuria, polydipsia, and a strong, fruity breath odor. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. The reporter stated that the patient was swimming all day disconnected from pump. On (B)(6)2015 the patient's caretaker changed site due to patient swimming all day, the prime step was completed; however, no fill cannula step was recorded in the prime history on (B)(6) 2015. No-pump is not priming tubing during load step. Customer support (cs) completed troubleshooting and it was determined that no fill cannula step was recorded in the history. It was determined that the cannula was not filled correctly. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in not filling the cannula correctly.

Manufacturer narrative:
Follow-up #1: date of submission 06/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/14/2016 with the following findings: the black box shows dates from 2016-05-10 to 2016-05-18. The black box data/histories for the event have been overwritten due to continued use of the pump. A rewind, load, prime and fill cannula were performed successfully. The fill cannula was successfully recorded in prime history. Investigators completed 24hr testing with no eaw¿s. The force sensor is detecting the correct force. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Investigators were unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.